Manufacturer narrative:
Device evaluated by MFR: the device was discarded, thus no investigation could be completed. Perforation of vessels is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function (the leads had been implanted over 30 years). In addition, the patient had hypertrophic cardiomyopathy (hocm), confirmed thick septum, and contributing to the heart tissues being friable (fragile). Pre-procedure: ra lead had been implanted but over time, the ra lead tip had pulled away from the ra and was positioned just distal from the innominate/svc junction. Extensive scar tissue was present from the ra (where it was first implanted) and extended to the ra lead tip. The ra was inverted due to the pulling of the scar tissue. The tip of the ra lead was pointing straight downward, which the physician thought indicated that the ra lead tip was free. Instead, scar tissue was adhering the lead tip all the way down to the ra, where the tip was first implanted. The lead had been pulled up to the pocket, and had extensively scarred into the lateral wall from where the tip was located just distal to the innominate svc junction, all the way through the innominate vein. Spectranetics lead locking devices were inserted into each lead to provide traction. The physician used multiple spectranetics devices (13f tightrail sub-c rotating dilator sheath, 14f glidelight laser sheath, 13f tightrail long rotating dilator sheath) to attempt ra lead extraction. The 13f tightrail long device reached the tip of the ra lead; no tool was used past the innominate/svc junction, where the ra lead tip was located. With traction, the ra lead was removed; however, the patient's blood pressure dropped and did not recover. Rescue efforts began, including pericardiocentesis, rescue balloon, and ultimately sternotomy, to gain better access to the injury site. A large (described as massive) ra perforation was discovered, along with a perforation to the right coronary artery (rca) (MDR #1721279-2022-00204). An additional perforation was discovered in the innominate and innominate/superior vena cava (svc) regions (MDR #1721279-2022-00205), where the lead was deeply scarred in the vasculature. It was thought that the 13f tightrail (long) device, the last one in use in the area of the perforation, was likely tamponading the injury while traction was being applied in the attempt to free the ra lead. Repairs were completed, the rv lead was removed, and patient survived the procedure. However, patient died 3 days later, on (B)(6) 2022. This report captures the 13f tightrail long device in use in the area when the innominate and innominate/svc perforations occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure. Although the patient died, the death is captured in MDR #1721279-2022-00204.